Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate broke post-operatively. On (B)(6) 2014 the patient fell at home. It was discovered via x-ray that the patient had a subtrochanteric femoral fracture. The first operation occurred on (B)(6) 2014 for plate fixation. The patient had slow mobilization due to previous car accident resulting in partial mobility and partial stiffness in her right arm. The patient is unable to use forearm crutches with this arm, but only a walker or rollator with support at the axilla. Since mid-september full weight-bearing with rollator. Around (B)(6) 2014 the patient noticed slight pain in the operated area without any restriction in her mobility achieved up to that point. The pain increased and became restrictive over the next five days. On (B)(6) 2014 while turning in bed onto her left side the patient heard a crack, but retained full weight-bearing. As a result of swelling and severe pain, she referred herself to hospital on (B)(6) 2014. An x-ray revealed the plate had fractured and insufficient healing of the oblique fracture and callus healing of the more distal fracture sections. The patient had a second operation on (B)(6) 2014. A new plate and screws were inserted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance reports noted. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing evaluation: the plate received was visually broken through the third proximal locking hole. Fretting corrosion was observed in several plate holes. Based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to low dynamic bending loads (one-sided). Constant dynamic bending loads led to the fatigue of the material, then to a first crack and subsequently to the overload, resulting in the fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. Fretting corrosion results from micromovements between the screw head and the plate. The micromovements cause damage to the passivation layer of the metal and pander fretting corrosion. Crevice corrosion was observed in some of the locking holes. No evidence of material or manufacturing defects was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.